Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope could not be controlled by the surgeon side console (ssc). The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse advised the customer to press the camera foot switch many times. The customer followed and replied there was no response or error reported by the system when the customer stepped on the switch. The tse guided the customer to power cycle the system, but the issue remained. The customer moved the case to another ssc and the endoscope could be controlled well. The procedure was completing with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported problem was reproduced. Fse found that the switch was physically damaged. The fse replaced the foot pedal assembly to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. Full troubleshooting was completed with the guidance of the technical support engineer (tse). The customer used another surgeon side console (ssc) to resolve the issue and the procedure was completed robotically. There was no injury to the patient. The patient is a lung cancer patient, the procedure was a lung tumor resection operation, the patient returned to normal after surgery, the operation went smoothly.

Event description:
Refer to h10/h11 for follow-up information.